Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is laxity. Primary surgery occurred on (B)(6) 2020. Revision surgery is planned for (B)(6) 2022. The device manufacturing records were reviewed, and the device was manufactured per the specifications. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is laxity. Primary surgery occurred on (B)(6) 2020. Revision surgery is planned for (B)(6) 2022.